Event description:
The manufacturer received information from a biomedical engineer that a ventilator service required alarm was observed. There was no serious patient harm or injury that occurred or was reported. The trilogy o2 was returned to the manufacture's service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, the error was confirmed in the error log. In conclusion, the device's oxygen blender pca needs to be replaced to address the issue.